Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was received operating in reset mode. Analysis after the device was cut open revealed device battery voltage was at end of life (eol). Analysis performed with new battery installed did not find any anomaly. Longevity assessment was performed, and implant duration exceeded total projected longevity indicating normal battery depletion.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.